Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which successfully resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.